Event description:
It was reported that on (B)(6) 2024, a 38mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. During procedure, when the physician tried to deploy the device, but both left atrial (la) and right atrial (ra) had a cobra deformation. The physician retracted the device back and tried to redeploy the device, but still there was difficulty for the deployment due to deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 40mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.